Event description:
It was reported that an erbe system, argon plasma coagulator (apc) with an electrosurgical unit (esu/generator, model vio 200 s, part number 10140-400 (B)(4)) was involved in a patient incident. The erbe apc/esu system was used with an erbe fiapc probe (part number: 20132-221, lot number: information not provided) in a colonoscopy to treat radiation proctitis with prostate carcinoma in the sigmond. The settings were effect 3, 60 watts (information not provided regarding the apc mode). After the second activation, there was "pop noise and the patient cried out in pain". A perforation occurred in the sigmoid (4 lesions) and surgical intervention was required to address the issue.

Manufacturer narrative:
The apc/esu system was returned and thoroughly inspected/tested. A technical safety check was performed on each unit. This included an electrical safety check, a functional check of each of the equipment's features, and a power output check. All features were/are functioning properly within specifications on both devices. In addition, no anomalies were found in the device history records (dhrs) for the apc and esu. In conclusion, no erbe equipment problem was found that would have caused or attributed to the event. Based upon the information provided, it appears combustible gases (e.g., methane and/or hydrogen) were at such a concentration in the bowel that when diathermy was applied an explosion occurred. Although very rare the complication can occur. Therefore there is a warning in the erbe user manuals, "flammable endogenous gases in the gastrointestinal tract, risk of explosion to the patient!, extract the gases before performing electrosurgery or irrigate with co2". Erbe USA, inc. Is now closing the file on this event.